Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that during interoperative testing performed after the nail was implanted, the nail failed to lengthen. The nail was exchanged with another nail, which lengthened successfully during testing. No patient harm or impact was reported.

Manufacturer narrative:
Additional data: b5, d9, h3, h6, h10. Device evaluation: upon return, visual inspection showed no visible damage on the outside of the nail. X-ray images of the internal components revealed a damaged anti-jam washer. The nail was functionally tested and was unable to distract or retract with the electronic remote controller (erc) and high-speed magnet. Force and stroke testing showed no signs of distraction, indicating the unit was jammed. The returned nail¿s device history records (DHR) were reviewed and they indicated the length of the nail was 274.31 mm at time of manufacture, compared to the length of the nail as received, which was measured at 273.89 mm. The difference between the measurement of the nail at time of manufacture and return for complaint was 0.42 mm. The shorter length measured at the time of the complaint investigation indicated that the nail had been retracted. Based off the information reported to the manufacturer and investigation findings, the nail was determined to be possibly jammed due to repeated retraction force from improper use of the external remote controller (erc)/fast distractor. The erc/fast distractor unit may have been held in the incorrect orientation during the inspection at the back table causing the device to be retracted instead of being distracted. Device records review: device history records indicates no nonconformance or deviations associated with the work order and that the unit met the required quality inspections prior to release.

Event description:
No additional information was provided.